Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed lesion was located in the extremely tortuous and severely calcified distal left circumflex. A 1.5x8 mm apex flex monorail balloon was used several times and ruptured at 8 atmospheres. It is unk exactly how many inflations were performed. The device was removed intact. The procedure was completed with a different device. The pt status is good with no complications reported. This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance of the device was limited.